Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service the field service engineer (fse) noted the external battery depleted. There was no patient involvement.